Manufacturer narrative:
No known device problem. Investigation - evaluation: a review of the complaint history, documentation, and instructions for use (IFU) was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: ¿verify catheter tip position using radiography or appropriate technology (¿) every effort must be made to ascertain proper tip position in order to prevent erosion or perforation of the central venous system and to ensure proper delivery of infuscates.¿ it is indicated in the instructions for use that routine monitoring of the tip position should be performed. In this instance, it was reported that the device was not able to function as intended due to poor placement of the tip of the device. Based on the information provided and the results of our investigation, the root cause was attributed to misuse of the device. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that difficulty was encountered by the physician when attempting to place a cv catheter at the internal jugular vein. Information was provided that it was difficult to keep the IV line at the peripheral vein, as the patient had complete transposition of the great arteries. The physician inserted the cv catheter (double lumen polyurethane central venous catheter set) by inserting the wire guide through the surflo needle; which was placed in the left femoral vein. At that time, the physician confirmed regurgitation of blood flow from one of the lumen of the catheter, and position of the catheter by x-ray. Analgesic medication/blood infusion was effectively administered through the catheter however the next day the analgesic medication was no longer effective and abdominal distention was confirmed. Reportedly the physician applied contrast media through the cv catheter, to perform computed tomography (CT), and it was confirmed that the contrast media leaked into retro-peritoneum. The cv catheter was removed from the patient's body and intra-peritoneal irrigation was performed.